Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a esophagectomy the stapler could not mate with the oral anvil, they had to remove the origianal anvil then purse string in another orvil anvil. A new stapler and oral anvil was used to complete the case. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument had a full complement of staples. The instrument anvil was not received, so a pmv representative anvil was used for functional testing. The device was subjected to a measured anvil attachment test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.